Event description:
"(B)(4): product quality issue, (B)(4): evice contamination prior to use did not reach patient. Compounding item found to be contaminated by cpht(certified pharmacy technician) during product review. Not used to prepare medication.